Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female luer of transfer-set could not be disconnected from a patient line connector of yume-set after therapy. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.